Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 02/10/2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported that the patient developed a hematoma. The device was visually inspected, and it was found with no apparent damage. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. While the body absorbs small hematomas, some will require surgery. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at any time. Careful hemostasis is important to prevent postoperative hematoma formation. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: hematoma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent a breast augmentation revision procedure with mentor memorygel breast implant 350cc gel breast prostheses developed hematomas in both breasts post-implantation. In addition, the patient felt severe pain. The issue was diagnosed by ultrasonography. As a result, the patient underwent bilateral explantation and replacement with unspecified mentor gel breast prostheses on (B)(6) 2019. This medwatch report is for the patient¿s right breast prosthesis.